Event description:
It was reported that the flex deflectable videoscope presented image noise. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches are observed on the distal metal part and peeling (delamination) is observed in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise due to circuit board failure and distal end damage attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.